Event description:
It was reported that post-operatively an affera cardiac ablation procedure, the patient experienced a recurrence of ventricular tachycardia (vt). The patient underwent a second cardiac ablation with another manufacturer's product. The patient experienced a stroke and a recurrence of ventricular tachycardia (vt) after the second ablation. The patient underwent a third ablation procedure with affera and another manufacturer's catheter. The procedure was completed. The patient experienced another stroke. The patient was hospitalized as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter product ID: non-medtronic product type: catheter product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.